Event description:
During an aneurysm treatment procedure, it was reported, the transcend guidewire (manufactured by boston scientific) punctured the catheter's shaft. The catheter was removed and the procedure was completed with another catheter. No pt injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for eval.